Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. No photos or physical samples were returned; therefore, return sample analysis could not be performed. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. No patient impact was reported and the customer did not respond to multiple follow-up attempts. The following has been provided by the initial reporter: it was reported by the customer that false positive of 256045.

Event description:
It was reported while testing with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. No patient impact was reported and the customer did not respond to multiple follow-up attempts. The following has been provided by the initial reporter: it was reported by the customer that false positive of 256045.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.